Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer reported blood glucose level was not impacted by the issue. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy.